Manufacturer narrative:
Correction: upon review, the infinity¿ 7 pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received an end of service message/their ipg had reached end of service. As a result, the patient's ipg was explanted and replaced to address the issue.